Manufacturer narrative:
Analysis of treatment data recorded by the system revealed the system was working properly during the treatment. There were no device performance or user issues observed that would cause infection. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient, who was treated by a nurse with the miradry system, developed symptoms suspected to be hidradenitis suppurativa the following day. The patient returned the to clinic complaining of pain that appeared 3 weeks post miradry treatment. A physician examined the patient and suspected the pain is caused by an infection from blister-like burns, not hidradenitis suppurativa. Antibiotics (cephem) were prescribed.